Event description:
A report was received that the patient underwent a pocket revision due to pocket discomfort. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a pocket revision due to pocket discomfort. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
.